Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the clear ring where the reservoir locks in has come off. The patient's blood glucose at the time of incident was 65 mg/dl. The patient noticed the issue when they were about to bolus for lunch. The insulin pump will be returned for analysis.

Manufacturer narrative:
We were unable to perform displacement test due to missing retainer. The device was received with broken reservoir tube lip and missing reservoir tube o-ring.